Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, and drawers 2.1 and 2.2 were not detected on the bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 2 not detected on bus. A field service engineer (fse) found that all lights on module control board was off and installed new board to resolve the issue. Then the cables were reconnected and drawer started working. The system functioned as intended after the field service engineer repaired the device.